Manufacturer narrative:
Eval of the implant determined that all the product's design specs were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has ben determined to be a post-placement/pre-loading implant failure. This implant loss suggests that the source of the problem was likely to stem from an infection from complications occurring during the initial healing period. An infection is a known adverse result for all dental implants as stated in our instructions for use. Optimal oral anatomy and proper intended use of the implant are described in its instructions for use.

Event description:
Implant failed due to fistula and an infection before prosthetic restoration. Primary stability was achieved but osseo integration was not. Bone quality was type ii.